Event description:
Customer called customer service to inquire as to whether he needed to make any adjustments to his freestyle freedom lite blood glucose meter prior to using his new vial of test strips. While on the phone he reported that on (B)(6), 2010, because he did not know how to use his new test strips this caused a delay in treating which resulted in him experiencing polyuria. Customer self-presented to his healthcare provider, was diagnosed with hyperglycemia and was given metformin (an oral diabetes medication). There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 402 mg/dl, 91 mg/dl, 373 mg/dl, and 334 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.